Manufacturer narrative:
This report originally filed under mfg report num 1610287-2022-00019. All future reports will be submitted under mfg report num reflected in this report. The regulator sample was not returned. Testing could not be performed. A review of the batch production record for lot 917807 showed no unusual manufacturing issues. A review of the complaint records showed other complaints against lot 917807. A review of confirmed complaints for regulators with low or no flow showed complaints since the beginning of 2015. No sample was returned for evaluation. With no additional, related information provided, the customer reported event was not confirmed. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure the gas intake could not be completed with an ophthalmic gas. Procedure was completed using silicon oil. There was no patient harm.